Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose ranged from 400-526 mg/dl with diabetic ketoacidosis. Reportedly, customer was hospitalized (B)(6) 2018, treated with insulin drips, and was released from the hospital on (B)(6) 2018. The supplies were changed to address the event and insulin delivery was resumed.